Event description:
A repeatable reactive advia centaur (B)(6) assay result was obtained on a newborn male patient and reported to the physician. The mother was negative pre and post delivery and the physician questioned the result. The newborn patient was redrawn and repeat (B)(6) testing was positive. A confirmatory test was performed by the customer and the result was confirmed as positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The infant positive result was confirmed with confirmatory testing. All other (B)(6) tests showed no signs of infection. The mother tested (B)(6) negative pre- and post-pregnancy. The possibility of the mother acquiring (B)(6) and recovery during pregnancy without treatment is low. The infant was not treated for (B)(6). It is impossible to know if the result is discordant, since the patient and mother sample was not submitted or available for additional testing. No further evaluation of the device is required.